Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced a corneal opacity and corneal edema on the day following the procedure. Three days following the procedure, the doctor observed during an examination that the iol had deviated downward in the capsule. The patient returned eight days following the surgery for an examination. The surgeon reported a broken haptic was in the anterior chamber. Emergency surgery was performed to remove the broken haptic from the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge, injector, handpiece combination. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).